Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/18/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 200cc saline prosthesis, catalog: 3501625, serial number: (B)(4), lot: 5921336. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent breast reconstruction revision with mentor smooth round moderate profile 425cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 11/15/2018, mentor learned that the patient underwent left side capsulotomy and bilateral removal and replacement with mentor smooth round moderate profile saline prostheses on (B)(6) 2018; catalog # 3501670, s/ns (B)(4), 475cc (l) and catalog # 3501625 and (B)(4), 205cc (r). The patient was transferred to the recovery room in good condition. As a result, the device evaluation was updated: mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/23/2018, the mentor failure analysis lab received the device for evaluation. The device evaluation was completed on 11/4/2018. Summary: the device was received at mentor without fluid. White material was observed within the device and on the shell surface. Mentor product analysis lab discovered several creases on both views of the device and an area of shell abrasion on the posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. The device history record (DHR) of lot number 5921302 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).